Manufacturer narrative:
Concomitant medical products: st. Jude device, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high impedance on both high voltage coils. The lead remains in use. No patient complications have been reported as a result of this event.